Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood (bg) level of 275 mg/dl. It was unknown what the cause of the elevated bg was. Reportedly, the user missed a day of dialyses and stated that the bg level could be related to that. The user would address bg level with a bolus.